Event description:
It was reported that a pump declared an altitude alarm. There was no adverse impact to the customer's blood glucose level. The customer was instructed by technical support to gently clean the speaker holes with a soft bristle brush and wipe the area with a lint-free cloth but did not have these items at the time and planned to follow up. Technical support attempted to contact the customer again and, after leaving a voicemail, sent a final follow-up via email before closing the case.